Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgery on (B)(6) 2011 and a sling was implanted in order to treat stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, neurologic compromise to her structures and tissues, pain, urinary problems and vaginal scarring. No additional information has been provided. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.